Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was not able to be confirmed with additional evaluation. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after pre-dilatation of the non-tortuous, de novo, 90% stenosed lesion in the iliac with a non-abbott balloon catheter, an 8.0 x 39 mm 135 cm omnilink elite was advanced to the lesion. During the first inflation, the pressure decreased at 11 atmospheres after 10 seconds. Post-dilatation was done with unknown balloon catheter because the stent was not fully expanded. The procedure was completed without issue. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.